Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) is yet to work properly. The patient said the device is not drawing from the reservoir, only the bulb. He was not sure if the line to reservoir is kinked. The patient attended an appointment with his urology specialist for follow up. No more information is available at the moment.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) is yet to work properly. The patient said the device is not drawing from the reservoir, only the bulb. He was not sure if the line to reservoir is kinked. The patient attended an appointment with his urology specialist for follow up. No more information is available at the moment. Additional information received. The patient underwent an inflatable penile prosthesis (ipp) procedure due to the cylinder kinked inside the body and had caused holes on it. The 18 cm cylinders were removed and replaced with 15 cm cylinders. No patient complications were reported in relation to this event.